Event description:
It was reported that during a cholecystectomy procedure, some clips stayed opened and dropped. The arteries were not closed. Pictures are available to show crossed and opened clips. Procedure was completed by applying more clips to ensure the closure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4) = photograph. Additional information was requested and the following was obtained: did clips fall off of vessel after being applied? Yes. Or, did clips drop from device unformed? Yes, too. Both the analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be yielded and misaligned. In an attempt to replicate the reported incident the device was functionally evaluated. The device was cycled and eight scissored clips were fed and formed; finally the instrument locked out as intended. Possible causes for the found condition of the jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please send pictures of crossed and open clips to attach to file. Did clips fall off of vessel after being applied? Or, did clips drop from device unformed?